Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was connected to the patient's IV access site and was being used to deliver an unspecified volume of normal saline. At 1130, the patient was transported to the operating room and a leak of solution was noted. It was reported that a pinhole in the tubing 12 inches proximal to the distal clave y-site of the tubing set was discovered. There were no reports of adverse patient effects and no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.